Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. The battery reached eri on (B)(4) 2011, prior to explant on (B)(4) 2011. (B)(4) the device was returned and analysis indicated that the device had normal depletion and met the expected longevity.

Event description:
It was reported that the device was at recommended replacement time (rrt) and the patient had symptoms of pacemaker syndrome with shortness of breath. The atrial lead had low impedance and high thresholds. The device was explanted, the lead was capped and both were replaced. No patient complications were associated as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The battery reached eri on (B)(6) 2011, prior to explant on (B)(6) 2011.